Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Medical products: kne-other-femorals-unk; p/n: unk, l/n: unk, kne-other-tibial trays-unk; p/n: unk, l/n: unk, kne-other-bearings-unk; p/n: unk, l/n: unk, bcm-palacos-standard-unk; p/n: unk, l/n: unk, kne-other-patellas-unk; p/n: unk, l/n: unk. Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00173, 0001822565 - 2020 - 00174, 0001822565 - 2020 - 00175, 0001822565 - 2020 - 00176. Remains implanted.

Event description:
It was reported that the patient underwent an initial knee arthroplasty approximately 2 years ago. Subsequently, the patient is indicated to have undergone unknown multiple procedures due to pain and cement failure which lead to possible infections. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records provided. Additional information does not affect the root cause medical records review indicates that the medial knee pain imaging suggested subsidence, clear fluid sent for test with no results provided no apparent infection, hypertrophic synovium with scarring, femur well fixed poly removed, tibia was not grossly loose but once osteotome used removed easily cement 100% adherent to implant without much cement integration into the bone. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10 correction: d11. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
From additional information received, it was reported that the patient was revised due to pain. Further, loosening of tibia was noted with lack of osseointegration. Femoral prosthesis was retained.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. H3 other text: product location is unknown.